Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they were hospitalized on (B)(6) 2015 at 9 pm with a high blood glucose level of 235 mg/dl. The customer was treated for their blood glucose with antibiotics for an infection that made them temporarily blind. The customer stated that they had issues with the transmitter and sensor which led to the cellulitis infection. The customer did not return the product back for analysis.